Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the issue was resolved by correcting the position of the water filter, which was placed upside down. The amount of water supply decreased due to mistake in installment of water filter. The root cause can be attributed to the user. The user can prevent the suggested event by replacing water filter appropriately in accordance with the following IFU operation manual for oer-elite: "chapter 8 replacement of consumable items, 8.4 replacing the water filter (maj-824 or maj-2318)." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that since changing the water filter, the user facility has been experiencing an extended wash time of up to 40 minutes when using the endoscope reprocessor. This has not been isolated to one scope. The gauge of the water system showed no pressure. The water supply was at a very low pressure. There were no reports of patient harm associated with this event. Related patient identifiers: (B)(6) water filter) and (B)(6) (oer-elite).

Manufacturer narrative:
The customer spoke with an olympus endoscopy support specialist (ess) and it was determined that the water filter was placed upside down. After the customer corrected the water filter placement, the water pressure and washing time were the expected pressure and length of time. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.